Manufacturer narrative:
G4:06dec2020, b4:07dec2020 . The customer reported that replacing the power switch overlay resolved the problem. A similar investigation is performed, it was identified that users applying pressure on the led while pressing on the power switch. Led is too close to the switch and must be moved away. Users press on other leds as well. Pressure on the leds causes delamination of conductive epoxy and encapsulant from overlay substrate. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6) 2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the unit failed with alarm led failed error. The customer contacted product support and reported that he found an error in the significant event logs. The customer advised led lights are working. The customer advised wants to try the power switch overlay first. Product support provided part ID for the power switch overlay. The customer reported that the unit was not in use on a patient.